Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, the right atrial (ra) lead exhibited an out of range impedance warning. The ra lead remains in use. No patient complications have been reported as a result of this event.